Manufacturer narrative:
The device serial number has not been confirmed by the customer. If the serial number is confirmed, a follow up MDR will be provided.

Event description:
It has been reported that the speaker membrane may not be functioning correctly.